Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not detected on bus. A field service engineer (fse) identified that half height drawer three was not functioning and was missing in the storage space configuration and test application during remote access. The fse then visited the site, inspected the rear of the unit, and noted that the light on the controller board was not active while lights were present on the row boards inside the drawer. The fse removed the drawer, inspected and reseated all cables, and after restarting the system, confirmed that the drawer was successfully restored and functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all the cubies on drawer 3 failed, prompting the error "device not detected on bus. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.